Event description:
It was reported that during a routine follow up a shock impedance of less then 20 ohms was noted. It was noted that currently the value had been greater then 20 ohms. The physician decided to monitor the patient via remote monitoring and schedule a follow up in the next month. No adverse patient effects were reported.